Manufacturer narrative:
Follow-up #1 date of submission xx/xx/xxxx-device evaluation: the pump has been returned and evaluated by product analysis on xx/xx/xxxx with the following findings: evaluation revealed that the keypad runner was intact. The up arrow and down arrow keypad buttons were intermittently unresponsive and the contrast and ok keys responded appropriately. Evaluation revealed contamination under the contrast, up arrow and down arrow keypad buttons. All of the buttons spring back or click normally.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.